Event description:
This is the second of two reports. The pediatric patient was implanted with the 110-4b catheter and it was calibrated successfully with the mpm1 at the trauma center. The patient had an intracranial pressure (icp) reading of 15. The patient was stabilized and transferred to the (B)(6) hospital. The catheter was connected to a cam02 monitor and a "catheter failure" message appeared. After reconnecting and turning the monitor on and off multiple times, the catheter read a negative icp value. There was no patient injury reported. However, the surgeon placed another bolted catheter. It was connected to an old mpm1 monitor in which the catheter read an icp of 15. The customer claimed that they always follow this procedure without an issue. After testing the cam02 monitor with a sample catheter, it was reported that everything looked "ok" however the cam02 was recommended to be sent in for repair. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on 10/22/2015. The investigation included: methods: review of device history records. Review of complaints history. Results: the 110-4b batch history records, which were released from oct -2014 to sep -2015, show they met requirements prior to finished goods. Complaint history, model 110-4xxx, from oct-2014 through sep-2015 reviewed; there were (B)(4) other complaints that issued with complaint code perf032, and none of them was confirmed. The number of units, model 110-4xxx, (37298) oct-2014 through sep-2015 divided by the number of confirmed reports (B)(4). Conclusion: a review of the device history record did not reveal any anomalies observed during the manufacturing, packaging or inspection of the device or accessories while in process. Additional information received from the complainant does not allow for confirmation or denial of reasonably foreseeable misuse of the catheter or accessories. Additionally, because the product was not returned for evaluation, no root cause established for the failure mode described in the customer complaint.